Event description:
It was reported a patient death occurred. During a pulmonary vein isolation ablation procedure, a versacross access solution kit was selected for use. The physician obtained access in both right and left femoral vein. Intracardiac echocardiography (ice) imagining was inserted in left femoral vein. The guidewire was advanced to superior vena cava (svc) and then the versacross transseptal sheath as well as the rf wire. The transseptal puncture (tsp) and the rf wire were advanced in the left atrium. There was no difficulty noted with the tsp workflow. The patient had an increased heart rate of 215 bpm that sustained for a minute. Then pericardial effusion (pe) was noted on ice imaging and a pericardiocentesis began. Cardiopulmonary resuscitation (CPR) was started and code blue alarm was called. The patient was asystole. The physician opened patient chest, and blood transfusion began. Cardiac message was performed. Sodium bicarb was given through the sheath. Vasopressors given by ic physician. Aortic cannulation was administered and venous perfusion began. The bypass surgery was initiated. A 90 volt shock administered to heart, however later the patient was declared dead. The autopsy has not been performed yet however it is expected that death was caused by complications due to perforation of cardiac tissue. The device is not expected to be returned for analysis (disposed). The official cause of death was pericardial effusion. The patient had a small left atrium. There are no pre-existing patient conditions that may have caused a complication during the procedure. Medwatch reference mw5170596. It was additionally reported that it was pulled out over a liter of fluid. The patient continued to bleed. When the patient's chest was opened up and it was noticed one perforation in the right ventricle (rv) that they believed may have been caused by the tap for the pericardiocentesis. The left appendage had a couple of perforations as well that they believe was from the dilator. The caller stated they assumed the faradrive catheter and the versacross wire were the cause of the injury. Faradrive sheath and a boston coronary sinus (cs) were in the body when the event occurred. The caller stated they believe the faradrive dilator perforated the left appendage while going transseptal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.